Event description:
It was reported that the patient experienced withdrawal one time, years ago. The patient was not certain what dose or concentration the pump was programmed to at that time. Reportedly, this patient¿s pump had delivered baclofen previously at some point. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).